Event description:
The customer reported ongoing reagent level sensing issues with the beckman coulter au5400 clinical chemistry analyzer which produced approximately twenty three (23) erroneous high density lipoprotein (hdl) results. The customer stated that the erroneous results were both believable values and unbelievable negative values. The customer indicated that the unbelievable results were negative to zero and detected by flagging. The customer repeated the entire run and results which appeared believable were different upon repeat. No erroneous patient results were reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. The customer provided only twenty (20) patient results for this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer's site. The field service engineer replaced two reagent holders and re-torqued four grounding screws to resolve the issue. The fse verified the instrument to be running within specifications and had returned to operational status. Calibrations and quality control (qc) performed within specifications. The fse will continue to monitor this situation at the customer's site. Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits. The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Dead volume criteria must also be met. The fse stated that about (B)(4) or more of the pipes that were evaluated failed to meet visual inspection. The fse noted that the customer consolidates all of the pipes/straws from all reagent kits into (B)(4) bin and pulls out of that stock as needed. The fse evaluated multiple pipes from the consolidated bin which would cover pipes/straws from any 180 ml reagent kit as well as any blank 180 ml bottle kits for pour-over reagents. The pipes evaluated were not straight and most show a slight curve that is difficult to detect without a straight line of comparison. With a curved pipe, the instrument's reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. Beckman coulter confirmed the presence of curved/bent pipes/straws from reagent warehouse stock and will continue to investigate this issue. Results: failure mode of the event is attributed to the 180 ml reagent kit pipes and straws.